Event description:
It was reported a PICC (peripherally inserted central catheter) was successfully placed for an unknown treatment. Post placement it was noted that the catheter was leaking. The catheter was removed and another PICC was placed for continuation of treatment. No patient complications resulted from this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. User technique during placement and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.